Manufacturer narrative:
A philips field service engineer was dispatched to the customer site. The reported issue could not be verified. Error code 1104-backup alarm failed was confirmed to be in the error history. The cpu pcba was replaced. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The cpu pcba was returned to failure investigation for analysis. Significant foreign material build-up could be seen adhering between the leads of the transistor. The root cause is the failure of the ls1 due to contamination.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
It was reported to philips that the device had a backup alarm failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.